Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that this event took place in the intensive care unit and the pt had a history of mental illness. The pt was being restrained due to uncooperative behavior. After a physical struggle with the pt, it was noted that the lumen had dislodged from the hub. However, the catheter remained in place as sutures held it secure despite significant tension on the device during the struggle. The catheter was removed from the left subclavian and peripheral access was gained at a later stage for administration of medication. There was no reported delay, death or complications to the pt as a result of this occurrence.